Event description:
During a redo pulmonary vein isolation procedure, the sheath was exchanged and the end was noted to be frayed and could not pass over the wire. The sheath was attempted to be inserted on both sides of the groin but couldn¿t advance it past the skin. No adverse consequences to the patient were reported.

Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. The sheath tip had been bulged and flared. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. The cause of the sheath tip damage and patient insertion difficulty remains unknown.